Event description:
A pt was undergoing a needle localization under mammography when the power failed briefly. At the time of the brief power failure the pt was engaged within the compression grid paddle. When the power failed the machine turned off and as there was no back-up to the electromagnetic lock, the machine started to lower rapidly with the pt still in compression. The technician was able to "catch" the machine and hold it in place until a second technician turned the power back on and reengaged the lock preventing any injury to the pt. The machine was taken out of service shortly after and has since been replaced.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.